Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a broken insulin pump case. Customer stated that her blood glucose is stable but the pump piston continues to move forward after reservoir contact. Customer stated that insulin squirted out during manual prime. Customer then had a compromised force sensor system alarm and no numbers appeared on the screen. Customer stated that no beeps were heard. Customer tried with a different infusion set. Customer stated that the pump was not dropped or bumped. The pump did not have any water contact. Customer stated that the drive support cap does not appear to be damaged. Customer was asked verbally and in written form to return the pump for analysis.